Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the battery pins in battery well 1 were damaged. Physio replaced all the battery pins in the device and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring the patient. Each time they were able to manually power the device back on. The customer was unable to provide further details of the event or patient information. The customer also reported that the device had powered off by itself on other occasions; however the customer was unable to provide further details. This issue is patient related; however there was no adverse patient outcome reported.